Event description:
A pt reported they were unable to obtain a blood glucose result on their one touch profile. Their meter allegedly would only prompt retest message. The pt was unable to test for three days. Pt called the endocrinologist and was advised to take some insulin. Pt bases insulin dosage on meter results. Pt did not allege harm. Pt was sent a replacement meter. No further info has been reported.